Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, which resolved the issue, and was instructed to call back if any malfunction code recurred. The customer understood and acknowledged these instructions.